Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. However, the fse determined and informed engineering that this is a known function of the output low level bp transducer cable and a design issue. The fse concluded that the resolution to this issue is to remove the transducer cable once the cardiosave iabp unit is turned off. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is (B)(6).

Event description:
It was reported that at the end of clinic use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a pressure issue while the unit was off. Specifically, it was further reported that the bp reading remained on the unit's external monitor even after the unit was turned off. No patient harm, serious injury or adverse event was reported.